Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic tubal procedure. Reportedly, the safety shield did not retract after penetration. The mesentary was knicked. The surgeon used cautery to control the bleeding. The hospital has reported that the patient's condition is satisfactory.